Event description:
It was reported that this implantable pacemaker exhibited high within range impedance measurements and high pacing thresholds. This impedance has been gradually rising. Reprogramming options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the impedance has reach out of range measurements, due to this a lead safety switch was triggered.